Manufacturer narrative:
Carefusion file identification: (B)(4). (B)(4). A return materials authorizations has been provided to the customer but the device hasn't been received at this time by carefusion. If the device is returned then a supplemental report will be submitted after an investigation is completed.

Event description:
The customer reported that the suspect vela ventilator displayed a transducer error during normal operation. The customer performed a calibration on the exhaled differential pressure transducer but it failed to resolve the reported issue. There was no patient involvement associated with the reported event.

Manufacturer narrative:
The vyaire failure analysis lab technician was able to verify the customer's reported issue. Bench testing revealed pt801 transducer is faulty and will not calibrate the zero point.